Manufacturer narrative:
H3: the concerto coil (model: nv-2-4-helix lot: a742862) was returned for analysis. The instant detacher used during the event was not returned for analysis. No damages or irregularities were found with the introducer sheath. Blood was found within the introducer sheath. The actuator interface was securely attached to the coupler tube. There was no evidence of mechanical detachment using an instant detacher at this location. The concerto pusher was found bent at the positive load indicator. The break indicator was found intact. No evidence of manual detachment was found at this location. The concerto pusher was found bent within the introducer sheath at ~138.8cm and found kinked within the introducer sheath at ~156.6cm from the proximal end. The implant coil was found damaged and stretched with the polypropylene filament intact. The concerto implant coil could not be advanced out of the introducer sheath as it was found to be stuck and it was retracted out instead. The coin was found present and still against the lumen stop with the shield coil present and intact. The implant coil was still attached to the pusher. Detachment testing using an in-house instant detacher could not be performed due to the bend found at the positive load indicator. A manual detachment was attempted by breaking the break indicator and retracting the release wire. The implant coil failed to detach due to resistance found on the release wire. The distal outer jacket was removed, and dried blood was found within the jacket and lumen stop. The device was put into an ultrasonic cleaner to dissolve the dried blood. The release wire was then retracted, and the coin came out of the lumen stop, releasing the implant coil. No other damages or abnormalities were observed. Based on the analysis performed, the customer report of ¿non-detachment¿ was confirmed as the device was returned with the implant coil still attached. There was no evidence of detachment attempt using an instant detacher or by breaking the break indicator. Dried blood was found to prevent detachment during analysis. After the dried blood was dissolved, the release wire was successfully retracted, detaching the implant coil. It is possible the kink and bends found on the pusher contributed towards the non-detachment. Potential causes for pusher and implant coil damages are patient vessel tortuosity, attempts to advance or retract device against resistance, coil not retracted in a one-to-one motion with the implant pusher during repositioning, pushwire rotation and incompatible catheter. The physician reported the device was prepared as per IFU. There was no non-conformance to specification identified that could potentially contribute towards the non-detachment. As the instant detacher used during the event was not returned, any contribution of the instant detacher to the failure could not be determined. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The concerto coil has not been returned for evaluation; therefore, product analysis cannot be performed. The device was not returned; therefore, the reported event could not be confirmed. The cause of the event cannot be conclusively determined from the provided information. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that this concerto coil would not able to detach during the procedure. The device was used per the IFU. New medtronic device had been used and procedure completed. Reported device and any accessory devices were prepared as indicated in the IFU. No patient injury was reported. The information about patient and another event detail asked but unknown.